Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that patient faced occlusion at site event on (B)(6) 2024. Patient changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) , patient country: united states,